Manufacturer narrative:
Device received with operating currents within specifications. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device passed delivery accuracy test. Device received with broken battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to low blood glucose was 31 mg/dl. The current blood glucose was 80 mg/dl and was treated with food. Gave customer a shot and the blood glucose was 114 mg/dl on release. Based on customer report customer does not allege pump was over delivering. The drive support cap appears normal. The customer also reported that, the battery compartment was damaged. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device passed delivery accuracy test at 0.08825 inches. Device received with broken battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.